Manufacturer narrative:
The company service representative, examined the system. Confirmed and replicated the reported event. The nonconforming illuminator was replaced. It cannot be determined, conclusively, how this component became nonconforming. As a preventative measure, the lamp was also replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had low illumination power. The procedure details and patient impact have not been provided. Additional information has been requested but none received.